Event description:
Boston scientific crm received information that, during a routine device replacement procedure, low sensing values were observed with this system, and an additional pace/sense lead was implanted. During defibrillation threshold testing, this system failed to convert the induced arrhythmia with a 21 j shock. An external shock was then applied. A 1004 fault code for a low shock impedance was displayed and the lead was surgically abandoned and replaced. During testing with a new defibrillation lead, the device displayed a 1007 fault code for a charge timeout. The device was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the device case and header noted no anomalies. Review of device memory confirmed the device had recorded a shorted shock condition on (B)(4) 2010. Memory review also noted the device later declared end of life (eol) due to the charge timeout which occurred following a an attempted capacitor reformation. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. Laboratory testing confirmed that pacing therapy remained available, but shock therapy was unavailable due to the above-mentioned circuit damage. Analysis concluded a shorted shock condition on the related lead caused the clinical observations.